Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact on the customer's blood glucose level. The customer declined technical services, and no further actions or outcomes were reported.